Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 80% stenosed, 38mm x 3mm, concentric, de novo target lesion containing greater thab equal to 90 degrees bend was located in the severely tortuous and non-calcified left anterior descending and right coronary artery. Dilatation was performed with the use of an unknown balloon and a pt2 guidewire. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. Examination of the stent revealed a disruption at the base and not the tip. The procedure was completed by implanting two promus element plus stents in the rca. No patient complications were reported and the patient was noted to be stable post procedure.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 80% stenosed, 38mm x 3mm, concentric, de novo target lesion containing >=90 degrees bend was located in the severely tortuous and non-calcified left anterior descending and right coronary artery. Dilatation was performed with the use of an unknown balloon and a pt2 guidewire. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. Examination of the stent revealed a disruption at the base and not the tip. The procedure was completed by implanting two promus element plus stents in the rca. No patient complications were reported and the patient was noted to be stable post procedure. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Damage was noted to proximal stent strut rows 1 and 2 with stent struts lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.